Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.50x16 graftmaster, 2.80x19 graftmaster, and 2.80x16 graftmaster devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that the patient presented with acute coronary syndrome and cardiac arrest. Coronary angiogram demonstrated intermediate left anterior descending (lad) stenosis and occluded left circumflex coronary artery. After attempting to open the occluded left circumflex coronary artery with the guide wires (hi-torque pilot 200, prowaterflex 180 and fielder 300, both that did not cross) and ballooning, it was noticed there was contrast extravasation and coronary perforation was immediately suspected. Three graftmaster stents were deployed (3.5 x 16 mm, 2.8 x 19 mm, 2.8 x 16 mm), however this did not fix the issue. It was only recognized later that there was no perforation and the contrast leak was into the coronary sinus, thus the covered stents were facilitating the creation of an arteriovenous (av) fistula. The patient required cardiac surgery for coronary artery bypass grafting for the left anterior descending coronary artery and left circumflex bypass, myomectomy for hypertrophic cardiomyopathy and ligation of the iatrogenic av fistula. The procedure was completed and patient recovered well. As of the three-month follow up, the patient is back to normal. No additional information was provided.